Manufacturer narrative:
(B)(4). Additional information: at the time of this report, the peritonitis was resolved and the patient was recovered from the event.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made mistake, did not wear a mask and area not clean before starting pd therapy. On the same day, the pt was hospitalized for the peritonitis event. On an unreported date, the pt began treatment with injection vancomycin and injection fortum (1gm in each bag) for peritonitis. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.